Event description:
It was reported that the subject device image was defective in the center of the screen and the color was not correct. The issue was discovered during set up / inspection for use, prior to the patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, a likely cause that led to the malfunction may include: since leakage test confirmed that there was water leak, moisture entered the scope and adhering to the printed circuit board, etc. Therefore, a temporary deterioration in electrical connection may have occurred, adversely affecting image signal output, making it unstable. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated results due to the newly detected events of the legal manufacturer's final investigation. Based on the updated results of the investigation, and since the leakage test confirmed that there was a water leak on the subject device, moisture may have entered the scope and adhered to the printed circuit board. Therefore, a temporary deterioration in electrical connection may have occurred, adversely affecting image signal output, making the image unstable.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image was defective in the center of the screen and the color was not correct. The issue was discovered during set up / inspection for use, prior to the patient in the room. There were no reports of patient involvement.